Event description:
It is reported that the provisional fractured during use.

Manufacturer narrative:
Eval summary: without additional info, the definitive cause of failure could not be determined. Eval: device history records indicate all components were manufactured and inspected to specification. As returned, it was observed that the femoral provisional fractured at the base of the posterior condyles. Sem analysis indicates that the fracture may have occurred due to repeated impact loading. Due to the location of the augment slots and the modular box cutout, there is a cross section of the distal condyle where the material is small in surface area. With the fit of the provisional on the prepared bone, this area may bend, crack, or fracture during insertion of the instruments onto the bone.